Event description:
Customer reported receiving imprecise readings on their precision xtra meter. Customer obtained readings of 275 mg/dl and 62 mg/dl within a ten-minute timeframe. When plotted on the parkes error grid, the readings fell within the "c" zone showing the difference in the values are considered clinically significant. There was no report of adverse event, death or mistreatment associated with this case.

Manufacturer narrative:
The product has been requested for investigation, and a final report will be submitted when the investigation is completed.